Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Defibrillation threshold (dft) testing was performed which showed normal shock impedance measurements. An x ray was performed but was inconclusive. The device had been reprogrammed. No additional adverse patient effects were reported. The lead remains in service.